Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. To resolve the issue, the customer changed the cartridge and resumed insulin delivery.